Manufacturer narrative:
Customer complained about replace battery now, replace battery alert/replace battery now alarm. Device perform visual inspection and insulin pump received with cracked battery tube threads and cracked select button keypad overlay. Device passed the displacement test, self test, sleep current measurement and active current measurement. Tested with a test p-cap and the test p-cap locked in place properly. Device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. The insulin pump history file/traces download was successful using thus. The power management graph was in specification. Low battery alarm, insert battery alarm, failed battery alarm and power loss alarm was recorded and found in the formatted history file on (B)(6) 2021 on the event date. (B)(6) 2021 low battery alarm occurred at 7:05 pm, insert battery alarm (B)(6) 2021 at 7:12 pm. At this date (B)(6) 2021 low battery alarm occurred at 11:27 am, insert battery alarm (B)(6) 2021 at 11:42 am, failed battery alarm (B)(6) 2021 at 11:43 am, insert battery alarm (B)(6) 2021 at 11:48 am, insert battery alarm (B)(6) 2021 at 1:37 pm and within 11 minutes followed by power loss alarm at (B)(6) 2021 at 1:48 pm. Not confirmed replace battery now, replace battery alert/replace battery now alarm. Low battery alarm and power loss alarm was expected due to high usage of insulin pump. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not alert with low battery prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. Customer also stated that they had the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.